Event description:
The pt was described as apneic and bradycardic. An attempt was made to administer device pacing therapy to the pt. Reportedly, the device prompted 'attach cable' and pacing could not be initiated as a result. Pt outcome was not reported, however, the reporter indicated pt outcome was not affected, as the pt was not in a shockable rhythm.